Event description:
It was reported that during a cholecystectomy, the clips were not charged to the jaw and dropped off. Another like device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Eval summary: the instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.